Manufacturer narrative:
B3 ¿ date of event: unknown. It was initially incorrectly reported the date of event was (B)(6) 2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Additional information/correction: this complaint is being canceled. Additional information was received that indicates this event was reported in error. It was originally reported that three devices failed during three events. These three events were reported under medwatch report #1820334-2019-01961, medwatch report #1820334-2019-01960, and medwatch report #1820334-2019-01962. On 08sep2019, additional information was received indicating that only two devices, same lot, failed during the same procedure on the same patient. Only one report is necessary and all additional information regarding this event will be captured under medwatch report #1820334-2019-01962. No follow up information will be submitted for this report. This complaint will be canceled by the manufacturer. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop biliary drainage catheter was used in an unknown patient during a drainage procedure. As reported, the user stated the drainage catheter "cannot be pushed till the end on the normal inner canula (the flexible stiffener); it is possible to advance on the wire but cannot be removed; risk of breaking it." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information clarifying the device issue has been requested but is currently unavailable.